Event description:
The customer called to asked about cidex ad and tee probes. He stated that someone left a tee probe in the cidex ad for six hours. He stated that they use full strength enzymatic cleaner to wipe down the probe before putting it into the cidex ad. He reported that they then rinse the probe under running water. He did not provide information about rinsing cidex ad off of the probe, but was informed that if the probe is not properly rinsed off the cidex ad can be transferred to the patient. The customer declined to share his name, the facility name, or any contact information.